Manufacturer narrative:
(B)(4). Batch n56c8p. Investigation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, five unformed staples and two not properly formed staples were received inside of a plastic bag. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number n4m20r, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after closing the instrument, the line was in the scale field, the fuse was folded over and the release lever was pressed. This process was very easy and there was no cracking noise of the ring. Then the release lever was pressed again, now the crackling was heard. After the removal of the stapler, the staple line was incomplete, and the staples were not properly formed. It had to be completely resected and the anastomosis was sewn by hand. The patient is fine.